Manufacturer narrative:
The device referenced in this report is beyond its expected life. Replaced the random access memory (ram) and returned repaired unit to the customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).